Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred in the past. There was no reported impact to customer's blood glucose level. Customer changed all supplies and resumed insulin delivery.